Manufacturer narrative:
Initial.

Event description:
It was reported that a freestyle libre 3 plus sensor initially failed to pair with the ilet device, which was resolved after restarting the ilet and rescanning the sensor, leading to expected initiation of glucose readings; the issue aligned with an intermittent communication failure associated with the antenna component. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included interviews and analysis of information provided by the user. Investigation of this case revealed an interoperability problem between the libre 3 plus sensor and the ilet device, consistent with intermittent communication failure localized to the antenna component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.